Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to implant initial interrogation showed a gray bar with the battery status at 2.92 volts. Six days later after the device was stored at room temperature, the device still showed gray bar with a battery status of 2.96 volts. The device was not implanted. There was no patient involvement.